Event description:
The account observed visible smoke from the architect analyzer. The account stated scc power supply rebooted itself and then the architect gave an improper shutdown error code. The processing module was on but software indicated the pm and rsh were offline because of the scc power supply reboot. After a while, the account heard a click and noticed visible smoke from the scc power supply. The operator removed the power cord and shut down the processing module. No injury was reported due to the visible smoke.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported seeing visible smoke from the scc of architect i2000sr system serial number (B)(4). The ups was unplugged and the processing module was shut down. Replacing the power supply ((B)(4)) did not help. On site investigation found a broken cooling fan and a blown condensator and a failed mother board which fried the new power supply replacement. The smoked power supply appears to have damaged the cooling fan, condensator and mother board. A review of trending for the architect isystems and search for similar complaints did not identify a product issue or an adverse trend related to the issue in this complaint. Abbott's equipment in most cases provides redundant protection against fire. In addition, the safety standards require double protection against electric shock. The abbott diagnostic division performs an in-depth risk analysis equivalent to iso/iec (B)(4) which ensures that the overall residual risk is at an acceptable level. The architect system operations manual provides adequate instructions regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and elements of electrical safety. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Based on the available information, a deficiency was not identified.